Event description:
It was reported that during an unknown procedure, the device was loaded once with a blue cartridge. The surgeon noticed that the device did not apply the last part of the staples. The device cut in the area in which it failed to staple. The problem arose as the surgeon had to suture by hand. The area to be anastomised started bleeding externally, thus the surgeon had to suture by hand. The patient did not loose a big amount of blood. The patient is fine and the hemoglobin values are normal. To finish the case, the surgeon reloaded the stapler and it worked properly.